Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a previous right bundle branch block conduction disturbance. The device was implanted. The final implant depth was 3mm. Immediately post-implant the patient went into complete heart block. A temporary pacemaker was inserted. The patient was hospitalized for monitoring.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a previous right bundle branch block conduction disturbance. The device was implanted. The final implant depth was 3mm. Immediately post-implant the patient went into complete heart block. A temporary pacemaker was inserted. The patient was hospitalized for monitoring.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a previous right bundle branch block conduction disturbance. The device was implanted. The final implant depth was 3mm. Immediately post-implant, the patient went into complete heart block. A temporary pacemaker was inserted. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.